Event description:
The catheter was placed in the left forearm. The catheter was taped and secured with an opsite dressing. The catheter had been in the patient for several days prior to the event. When removing the device, it was noted that the tip was not attached. The vascular surgeon performed doppler and ultrasound and the catheter fragment was located. A cutdown was performed and the catheter fragment successfully retrieved.

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Attempts are being made to obtain additional information regarding this incident. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.